Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified shunt vein. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation at 18 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. No patient complications were reported.